Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying an error 1 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012. The patient manages her diabetes with insulin (self adjuster), however, the patient denied taking any action in response to the reported meter issue. According to the csr's documentation, as a result of the alleged issue the patient reportedly developed a symptom of shaking 36 hours later and the evening after the alleged issue occurred, the patient reportedly administered food and/or drink as self-treatment. At the time of troubleshooting, the csr noted the patient was not using the subject meter for the first time. Replacement products were sent to the patient. The meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following finding: the meter was found to function properly. No error message was observed during evaluation. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.